Manufacturer narrative:
Bayer case number: (B)(4). Cardiorespiratory arrest [cardio-respiratory arrest]. Limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas [douglas' abscess] . Sepsis [sepsis] . Proctosigmoiditis [proctosigmoiditis] . Nickel allergy with the right essure in distal position [nickel allergy] . Severe abdominal pain [abdominal pain] . Diarrhoea [diarrhoea] . Fever [fever] . Ileitis reactive on contac [ileitis] . Hyperleukocytosis [hyperleukocytosis] . Found blood pressure at 99/53 [blood pressure diastolic low] . Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of fatal cardio-respiratory arrest ("cardiorespiratory arrest"), douglas' abscess ("limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas"), sepsis ("sepsis"), colitis ("proctosigmoiditis") and allergy to metals ("nickel allergy with the right essure in distal position") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of infarction (two infarcts in 2017 and 2019, currently under treatment), knee operation, recurrent depressive disorder, membranous ventricular septal defect, aortic stenosis, aortic incompetence, bicuspid aortic valve, aorta coarctation repair and obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2025, 3982 days after essure insertion and 4 days after its most recent use, she experienced abdominal pain ("severe abdominal pain") and diarrhoea ("diarrhoea"). On (B)(6) 2025 she experienced sepsis (seriousness criterion hospitalisation), pyrexia ("fever") and hyperleukocytosis ("hyperleukocytosis") and was found to have blood pressure diastolic decreased ("found blood pressure at 99/53"). On (B)(6) 2025 she experienced douglas' abscess (seriousness criteria hospitalisation and medically important), colitis (seriousness criterion hospitalisation) and enteritis ("ileitis reactive on contac"). On (B)(6) 2025 she experienced cardio-respiratory arrest (seriousness criterion death). On unknown date she experienced allergy to metals (seriousness criterion intervention required). The patient was hospitalised from (B)(6) 2025. The patient was treated with antibiotic (chloramphenicol), augmentin (amoxicillin sodium, clavulanate potassium) and tazocilline (piperacillin sodium, tazobactam sodium) as well as surgery (to remove essure, hysterectomy). The patient died on (B)(6) 2025 and the reported cause of death was cardio-respiratory arrest. The reporter considered allergy to metals to be related to essure administration. No causality assessment was received for essure with regard to douglas' abscess, colitis, enteritis, cardio-respiratory arrest, abdominal pain, diarrhoea, pyrexia, hyperleukocytosis, blood pressure diastolic decreased or sepsis. The reporter commented: sudden death of patient: cardiorespiratory arrest not recovered in the hospital department. Patient presented with severe abdominal pain and diarrhea starting on (B)(6) 2025. She presented with a fever and consulted with her treating doctor on 7 april. On the doctor¿s advice, she then went to the gynecological emergency department. Upon the female patient¿s admission, the physical examination found blood pressure at 99/53, heart rate at 102, temperature at 38.4°c. The laboratory blood test found a hyperleukocytosis at 27,440, a c-reactive protein (crp) at 295, creatinine clearance at 75 ml/min, liver function test normal and coagulation normal. The cytobacteriological urine test did not find a urinary infection. The blood cultures of (B)(6) 2025 are in progress. An abdominal and pelvic computed tomography (CT) scan found a very limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas with proctosigmoiditis and ileitis reactive on contact. The patient was therefore hospitalized for the medical management of this abscess with antibiotic therapy with augmentin switched on 8 april to tazocilline. On the morning of (B)(6) 2025, hemodynamic parameters were normal. The patient did not report any specific complaint, except for moderate abdominal pain that had been improving since antibiotic therapy was initiated. At about 12.20 p.m., the patient was found in her bed in a state of cardiorespiratory arrest, and she did not recover despite resuscitation conducted for 20 minutes. This cardiorespiratory arrest could be explained by heart failure related to sepsis. Context: 51-year-old patient hospitalized since (B)(6) 2025 for medical management of sepsis secondary to abdominal abscess of pouch of douglas. Patient was on day 9 of an intervention for total hysterectomy by laparoscopy without salpingo-oophorectomy. Patient had essure in place for the previous 11 years with generalized somatic symptoms and proven nickel allergy with the right essure in distal position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Blood pressure measurement] in (B)(6) 2025: 99/53. [Blood test] in (B)(6) 2025: a hyperleukocytosis at 27,440. [Body temperature] in (B)(6) 2025: 38.4. [C-reactive protein] in (B)(6) 2025: 295. [Coagulation test] in (B)(6) 2025: normal. [Computerised tomogram abdomen] on (B)(6) 2025: a very limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas with proctosigmoiditis and ileitis reactive on contact [creatinine renal clearance] in (B)(6) 2025: 75. [Liver function test] in (B)(6) 2025: normal. [Urine cytology] in (B)(6) 2025: did not find a urinary infection. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2025: quality safety evaluation of product technical complaint. Case comments: this report describes the occurrence of a fatal cardio-respiratory arrest, douglas' abscess sepsis, colitis and allergy to metals in a 51-year-old woman who had essure implanted on (B)(6) 2014 and that was removed on (B)(6) 2025. With the exception of allergy to metals that is listed for essure, all other events are unlisted to the device. Regarding the allergy to metals, company agrees with the reporter and considers the event related to essure. It was reported that the cardio-respiratory arrest was a complication of the douglas' abscess sepsis. This sepsis can also explain the colitis. Considering the clinical evolution of the patient who presented the first symptoms of sepsis a few days after the removal procedure of essure, the events that led to patient decease are probably a consequence of an infection acquired during the procedure. Therefore, company assesses cardio-respiratory arrest, douglas' abscess sepsis, and colitis as unrelated to essure. Since these events are considered unrelated to the device no corrective actions are deemed required. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Cardiorespiratory arrest [cardio-respiratory arrest]. Limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas [douglas' abscess]. Sepsis [sepsis]. Proctosigmoiditis [proctosigmoiditis]. Nickel allergy with the right essure in distal position [nickel allergy]. Severe abdominal pain [abdominal pain]. Diarrhoea [diarrhoea]. Fever [fever]. Ileitis reactive on contac [ileitis]. Hyperleukocytosis [hyperleukocytosis]. Found blood pressure at 99/53 [blood pressure diastolic low]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of fatal cardio-respiratory arrest ("cardiorespiratory arrest"), douglas' abscess ("limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas"), sepsis ("sepsis"), colitis ("proctosigmoiditis") and allergy to metals ("nickel allergy with the right essure in distal position") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of infarction (two infarcts in 2017 and 2019, currently under treatment), knee operation, recurrent depressive disorder, membranous ventricular septal defect, aortic stenosis, aortic incompetence, bicuspid aortic valve, aorta coarctation repair and obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2025, 3982 days after essure insertion and 4 days after its removal, she experienced abdominal pain ("severe abdominal pain") and diarrhoea ("diarrhoea"). On (B)(6) 2025 she experienced sepsis (seriousness criterion hospitalisation), pyrexia ("fever") and hyperleukocytosis ("hyperleukocytosis") and was found to have blood pressure diastolic decreased ("found blood pressure at 99/53"). On (B)(6) 2025 she experienced douglas' abscess (seriousness criteria hospitalisation and medically important), colitis (seriousness criterion hospitalisation) and enteritis ("ileitis reactive on contac"). On (B)(6) 2025 she experienced cardio-respiratory arrest (seriousness criterion death). On unknown date she experienced allergy to metals (seriousness criterion intervention required). The patient was hospitalised from (B)(6) 2025 to (B)(6) 2025. The patient was treated with antibiotic (chloramphenicol), augmentin (amoxicillin sodium, clavulanate potassium) and tazocilline (piperacillin sodium, tazobactam sodium) as well as surgery (to remove essure, hysterectomy). The patient died on (B)(6) 2025 and the reported cause of death was cardio-respiratory arrest. The reporter considered allergy to metals to be related to essure administration. No causality assessment was received for essure with regard to douglas' abscess, colitis, enteritis, cardio-respiratory arrest, abdominal pain, diarrhoea, pyrexia, hyperleukocytosis, blood pressure diastolic decreased or sepsis. The reporter commented: sudden death of patient: cardiorespiratory arrest not recovered in the hospital department. Patient presented with severe abdominal pain and diarrhea starting on (B)(6) 2025. She presented with a fever and consulted with her treating doctor on (B)(6) 2025. On the doctor¿s advice, she then went to the gynecological emergency department. Upon the female patient¿s admission, the physical examination found blood pressure at 99/53, heart rate at 102, temperature at 38.4°c. The laboratory blood test found a hyperleukocytosis at 27,440, a c-reactive protein (crp) at 295, creatinine clearance at 75 ml/min, liver function test normal and coagulation normal. The cytobacteriological urine test did not find a urinary infection. The blood cultures of (B)(6) 2025 are in progress. An abdominal and pelvic computed tomography (CT) scan found a very limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas with proctosigmoiditis and ileitis reactive on contact. The patient was therefore hospitalized for the medical management of this abscess with antibiotic therapy with augmentin switched on (B)(6) 2025 to tazocilline. On the morning of (B)(6) 2025, hemodynamic parameters were normal. The patient did not report any specific complaint, except for moderate abdominal pain that had been improving since antibiotic therapy was initiated. At about 12.20 p.m., the patient was found in her bed in a state of cardiorespiratory arrest, and she did not recover despite resuscitation conducted for 20 minutes. This cardiorespiratory arrest could be explained by heart failure related to sepsis. Context: 51-year-old patient hospitalized since (B)(6) 2025 for medical management of sepsis secondary to abdominal abscess of pouch of douglas. Patient was on day 9 of an intervention for total hysterectomy by laparoscopy without salpingo-oophorectomy. Patient had essure in place for the previous 11 years with generalized somatic symptoms and proven nickel allergy with the right essure in distal position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Blood pressure measurement] in (B)(6) 2025: 99/53. [Blood test] in (B)(6) 2025: a hyperleukocytosis at 27,440. [Body temperature] in (B)(6) 2025: 38.4. [C-reactive protein] in (B)(6) 2025: 295. [Coagulation test] in (B)(6) 2025: normal. [Computerised tomogram abdomen] on (B)(6) 2025: a very limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas with proctosigmoiditis and ileitis reactive on contact. [Creatinine renal clearance] in (B)(6) 2025: 75. [Liver function test] in (B)(6) 2025: normal. [Urine cytology] in (B)(6) 2025: did not find a urinary infection. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) cardiorespiratory arrest [cardio-respiratory arrest] limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas [douglas' abscess] sepsis [sepsis] proctosigmoiditis [proctosigmoiditis] nickel allergy with the right essure in distal position [nickel allergy] severe abdominal pain [abdominal pain] diarrhoea [diarrhoea] fever [fever] ileitis reactive on contac [ileitis] hyperleukocytosis [hyperleukocytosis] found blood pressure at 99/53 [blood pressure diastolic low]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of fatal cardio-respiratory arrest ("cardiorespiratory arrest"), douglas' abscess ("limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas"), sepsis ("sepsis"), colitis ("proctosigmoiditis") and allergy to metals ("nickel allergy with the right essure in distal position") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of infarction (two infarcts in 2017 and 2019, currently under treatment), knee operation, recurrent depressive disorder, membranous ventricular septal defect, aortic stenosis, aortic incompetence, bicuspid aortic valve, aorta coarctation repair and obesity. On (B)(6) 2014, the patient had essure inserted. It was removed on (B)(6) 2025. On (B)(6) 2025, 3982 days after essure insertion and 4 days after its removal, she experienced abdominal pain ("severe abdominal pain") and diarrhoea ("diarrhoea"). On (B)(6) 2025 she experienced sepsis (seriousness criterion hospitalisation), pyrexia ("fever") and hyperleukocytosis ("hyperleukocytosis") and was found to have blood pressure diastolic decreased ("found blood pressure at 99/53"). On (B)(6) 2025 she experienced douglas' abscess (seriousness criteria hospitalisation and medically important), colitis (seriousness criterion hospitalisation) and enteritis ("ileitis reactive on contac"). On (B)(6) 2025 she experienced cardio-respiratory arrest (seriousness criterion death). On unknown date she experienced allergy to metals (seriousness criterion intervention required). The patient was hospitalised from (B)(6) 2025. The patient was treated with antibiotic (chloramphenicol), augmentin (amoxicillin sodium, clavulanate potassium) and tazocilline (piperacillin sodium, tazobactam sodium) as well as surgery (to remove essure, hysterectomy). The patient died on (B)(6) 2025 and the reported cause of death was cardio-respiratory arrest. The reporter considered allergy to metals to be related to essure administration. No causality assessment was received for essure with regard to douglas' abscess, colitis, enteritis, cardio-respiratory arrest, abdominal pain, diarrhoea, pyrexia, hyperleukocytosis, blood pressure diastolic decreased or sepsis. The reporter commented: sudden death of patient: cardiorespiratory arrest not recovered in the hospital department. Patient presented with severe abdominal pain and diarrhea starting on (B)(6). She presented with a fever and consulted with her treating doctor on (B)(6). On the doctor¿s advice, she then went to the gynecological emergency department. Upon the female patient¿s admission, the physical examination found blood pressure at 99/53, heart rate at 102, temperature at 38.4°c. The laboratory blood test found a hyperleukocytosis at 27,440, a c-reactive protein (crp) at 295, creatinine clearance at 75 ml/min, liver function test normal and coagulation normal. The cytobacteriological urine test did not find a urinary infection. The blood cultures of (B)(6) are in progress. An abdominal and pelvic computed tomography (CT) scan found a very limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas with proctosigmoiditis and ileitis reactive on contact. The patient was therefore hospitalized for the medical management of this abscess with antibiotic therapy with augmentin switched on (B)(6) to tazocilline. On the morning of (B)(6), hemodynamic parameters were normal. The patient did not report any specific complaint, except for moderate abdominal pain that had been improving since antibiotic therapy was initiated. At about 12.20 p.m., the patient was found in her bed in a state of cardiorespiratory arrest, and she did not recover despite resuscitation conducted for 20 minutes. This cardiorespiratory arrest could be explained by heart failure related to sepsis. Context: 51-year-old patient hospitalized since (B)(6) 2025 for medical management of sepsis secondary to abdominal abscess of pouch of douglas. Patient was on day 9 of an intervention for total hysterectomy by laparoscopy without salpingo-oophorectomy. Patient had essure in place for the previous 11 years with generalized somatic symptoms and proven nickel allergy with the right essure in distal position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Blood pressure measurement] in (B)(6) 2025: 99/53 [blood test] in (B)(6) 2025: a hyperleukocytosis at 27,440 [body temperature] in (B)(6) 2025: 38.4 [c-reactive protein] in (B)(6) 2025: 295 [coagulation test] in (B)(6) 2025: normal [computerised tomogram abdomen] on (B)(6) 2025: a very limited collection of fluid suggestive of an abscess 40 mm in diameter in the pouch of douglas with proctosigmoiditis and ileitis reactive on contact [creatinine renal clearance] in (B)(6) 2025: 75 [liver function test] in (B)(6) 2025: normal [urine cytology] in (B)(6) 2025: did not find a urinary infection. The following amendment was made: complementary information to company causality comment and update of corrective action. No new follow-up information was received from the reporter. Case comments: this report describes the occurrence of a fatal cardio-respiratory arrest, douglas' abscess sepsis, colitis and allergy to metals in a 51-year-old woman who had essure implanted on (B)(6) 2014 and that was removed on (B)(6) 2025. With the exception of allergy to metals that is listed for essure, all other events are unlisted to the device. Regarding the allergy to metals, company agrees with the reporter and considers the event related to essure. It was reported that the cardio-respiratory arrest was a complication of the douglas' abscess sepsis. This sepsis can also explain the colitis. Considering the clinical evolution of the patient who presented the first symptoms of sepsis a few days after the removal procedure of essure, the events that led to patient decease are probably a consequence of an infection acquired during the procedure. Therefore, company assesses cardio-respiratory arrest, douglas' abscess sepsis, and colitis as unrelated to essure. Since these events are considered unrelated to the device no corrective actions are deemed required. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.